Event description:
Pt arrived in ed (B)(6) 2014 at 1339 via ems for further eval and treatment of non-q-wave mi and shortness of breath for several months. Pt had left heart cath on (B)(6) 2014. On (B)(6) 2014, pt had coronary artery bypass graft surgery x3. Perfusionist reported he saw pump go to zero settings. Hand crank used. Powered down pump to reset. Once pump was restarted, flow with system resumed. The pt was received back to ICU with intra-aortic balloon pump and mechanical ventilation. While in the ICU episodes of what appeared to be myoclonus were observed. Neuro was consulted. A CT was performed; it revealed loss of differentiation of gray and white matter. The adverse event occurred on (B)(6) 2014. The MFR - terumo was notified by phone on (B)(4) 2014. Terumo sent a field rep on (B)(4) 2014. Pt passed away on (B)(6) 2014.